Event description:
"Now we are investigating detail. This is the complaint from the market. During operation, the septum was broken. Combined device: olympus ltf type vh. Aomori olympus checked the duckbill and septum. As a result, we found that the septum was broken in two places. Only one of them was sent back. We would like to know the following point: why was the septum broken?" Pt status: the pt was not injured.

Manufacturer narrative:
Lot number 1157997. The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.